Manufacturer narrative:
No product will be returned per customer. The customer complaint of the spin collar cracking could not be confirmed. The root cause of this failure was not identified.

Event description:
The customer reported multiple recent events in which the "connector to IV port cracks- fluid leaks around." This is presumed to indicate the spin collar cracking. There was no patient harm.